Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during training, the autoclavable internal handles shock release button was hard to press, rendering the device unable to discharge. The complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The autoclavable internal handles were returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The handles were put through extensive testing without duplicating the report. The internal handles were scrapped as a precaution and the customer was sent a replacement set. Analysis of reports of this type has not identified an increase in trend.